Event description:
It was reported that a user experienced recurrent hypoglycemia when entering meal announcements after returning to their usual school schedule, with blood glucose documented at 46 mg/dl during the call and later 58 mg/dl after oral carbohydrate treatment. Symptoms included hypoglycemia. Outcomes included user-performed treatment with oral glucose and no reported hospitalization or alarms. Investigation included review of synced device data through the ilet mobile app and troubleshooting with education on meal announcement use. Investigation of this case revealed no device alarms or data sync issues and no identified device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.